Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse tried to trouble shoot the event with the customer, but the customer was unable to troubleshoot. The customer stated that they would reach to the biomedical engineer for assistance. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site. Philips attempted remote trouble shooting but was unable to.

Event description:
The customer reported that the alarms were not alerting. The device was in use on a patient. There was no report of patient or user harm.